Event description:
Customer reports the compact plus system produced an undosed results of lo (less than 10 mg/dl). No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.